Event description:
It was reported that the device was used during a laparoscopically assisted supracervical hysterectomy (lash). The device teflon pad became unfixed. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
D4; h4: info anticipated, but unavailable at this time.